Event description:
The core sumex drill was sent for eval due to the handpiece having exposed wires. No further info has been provided by the customer.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.